Manufacturer narrative:
Arjo representative visited the customer after event to evaluate device. It was revealed that the sling used at the time of the event was made by a third party company. Additional information will be provided upo investigation conclusions.

Event description:
Arjo was made aware of an incident with maxi twin passive floor lift and the sling involvement. Following information provided, the resident fell out of a sling during transfer. In effect, the resident bumped back of her head and sustained bruising to back of right leg.

Manufacturer narrative:
Arjo was made aware of an incident with arjo maxi twin passive floor lift and a non-arjo sling involvement. Following information provided, the resident fell out of a sling during transfer. In effect, the resident bumped back of her head and sustained bruising to back of right leg. No serious injury was sustained. Arjo representative visited the customer after the event to evaluate the device. Maxi twin was in full working condition ( apart from some scratch marks). The sling, used at the time of the event, was made by a third party company silvalea. According to photographic documentation provided, the sling had signs of aging (fraying labels, a small part of green edging becoming detached). There was no failure within the sling or the lift that would explain the reported incident. Arjo representative was able to attach all clips of the involved sling to the spreader bar. No additional details regarding sling type, model, size or manufacturing date were made available by silvalea. The maxi twin instructions for use (IFU, document number 04.kt.00 rev. 12) informs: ¿maxi twin is only intended to be used with arjohuntleigh-supplied slings and stretchers that are designed to be used with maxi twin.¿ third-party company sling was not authorized for use with maxi twin lift. The customer did not provide any further details regarding the event circumstances, it is also unknown if the sling size was appropriately fitted for the patient. The maxi twin passive floor lift in combination with a sling was used as a system for transferring the resident and played a role in the reported event. There were no abnormalities found within the lift that could have caused to the alleged incident, however the patient slipped out of sling and from that perspective system did not work as intended. No serious injury was sustained. The complaint was decided to be reportable in abundance of caution due to indication of a patient slipping out of the sling.